Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive of c.tropicalis occurred. The following information was provided by the inital reporter: customer is reporting molecular false positive for product 442020 lot no. 3137620

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive of c.tropicalis occurred. The following information was provided by the initial reporter: customer is reporting molecular false positive for product 442020 lot no. 3137620.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes d.1. Returned to manufacturer on: 28-sep-2023 h.6. Investigation summary: customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results.